Manufacturer narrative:
Customer's complaint of discrepant high ckmb was replicated with returned patient sample. Returned sample was tested for hama interference, hama interference not detected. Due to limited sample volume, further investigation could not be pursued on the sample. Other sample interference's cannot be ruled out. No discrepant high ckmb results observed with normal whole blood donors on retain lot w58534. Unable to determine the root cause of customer's complaint. Lot performed properly when tested with whole blood donors. No non-conformances were generated during the manufacturing of lot w58534. No corrective action required at this time.

Event description:
Customer reported potential discrepant high ckmb result on a patient with triage cardiac test vs laboratory instrument. A (B)(6) patient came into the emergency room with a spider bite. A sample was drawn at 7 am and whole blood was run on the triage cardiac panel giving an elevated ckmb result; troponin I was within the normal range. A serum sample was drawn and run on the lab analyzer with a result that was within their normal range. At 8:20 new samples were drawn from the same patient. The triage again gave an elevated ckmb result; tni was within normal range. A serum sample drawn at 8:20 was run on the lab analyzer and the ckmb result was within the normal range. No intervention or diagnosis was based on the triage ckmb result. Patient is not a cardiac patient.